Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose. The customer had a high blood glucose reading of 600 mg/dl and was not able to bring it down despite delivering boluses. The customer had nausea, a headache, chills, confusion, and the hospital told her that she was close to diabetic ketoacidosis. The customer had only treated the high blood glucose with the insulin pump. The customer was treated with intravenous insulin. The drive support cap appeared normal and recessed. No leaks or air bubbles were noted from the reservoir or tubing and the insulin did exit with a manual prime. The insulin was clear and not expired and the insertion site was not sore or irritated. The infusion set was removed and the cannula was straight. The insulin pump passed the high pressure test, the self test, and the displacement test.